Event description:
Pt had a total hip replacement. Had made visits back to dr, x-rays showed everything well. Pt felt great, was walking every day, no pain at all. Without warning, pt was falling to the floor in ungodly pain. The man standing beside them said, "you just fell over". Pt asks if there have been any hip recalls they should know about. Their dr did say he had not seen a hip come out like this before and he could not get it to stay in, so pt is in full hip brace down to left knee.